Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient's grandson and caretaker called lfs and alleged that the patient's meter was displaying an error message and the display was flashing. Patient's grandson stated that he replaced the battery with a new one, but the issue was not resolved. The patient's caretaker stated that the patient was being taken to the hospital at the time of the call. They were not sure if the patient was going to be seen because of evacuations due to the hurricane. Prior to going to the hospital the patient has complained of extreme thirst. Based on the information provided, there is evidence of a meter malfunction; however, there is insufficient information to prove that the meter contributed to a serious injury. The meter is being replaced for the patient. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information.